Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen and posterior flanks between 2014 and 2016 may have developed paradoxical hyperplasia (pah/ph) around (B)(6), 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen and posterior flanks between 2014 and 2016 may have developed paradoxical hyperplasia (pah/ph) around (B)(6) 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen and posterior flanks between 2014 and 2016 using coolsculpting system applicators, who may have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11673 become aware date (g3): 04/27/2022.